Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01221. It was further reported as per adjudication results that stent thrombosis have occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01221. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to stable angina and coronary angiography was performed. Target lesion # 1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 16mm long with a reference vessel diameter of 2.50mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.50x20mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the distal lad with 90% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. Target lesion # 2 was treated with direct placement of a 2.25x12mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient was at a memorial hospital for an outpatient procedure and was discharged to a assisted living facility. The patient expired on the same day, but not at the facility. The cause of death is unknown.